Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h4, h6, h10. UDI : (B)(4). The certas valve was returned for evaluation: DHR - conformed to the specifications when released to stock on the 22nd november 2019. Failure analysis - the valve was visually inspected, no defects noted. The valve passed the tests for programming, occlusion, leaks, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the problem reported by the customer could be due to " magnetic fields, as noted in the IFU magnetic fields should not be placed in close proximity to the valve due to the possibility of an unintentional setting change.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported they have changed the certas valve (mfg report number 3013886523-2020-00003) on (B)(6) 2020 with another small inline certas plus; however, the new valve kept changing again. Therefore, it was replaced with a fixed pressure valve on (B)(6) 2020. The patient kept presenting to her local hospital with symptoms of high pressure. This was confirmed from icp measurement through her implanted sensor reservoir.